Event description:
It was reported that the customer went swimming with their insulin pump and now it had moisture damage. Customer's blood glucose level at the time 7.4mmol/l. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Intermittent button response due to moisture damage to keypad traces. Moisture damage on electronic assembly. Cracked battery tube threads, cracked reservoir tube lip and minor scratches to lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.